Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged/scratched display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. Access was obtained through the right femoral artery. The 75% stenosed, 12x2.5mm, concentric and de novo target lesion was located in the non-tortuous circumflex (cx) artery. During prep, the physician noted that a stent strut on the 12x2.50mm liberte bare stent delivery system (sds) was sticking up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010.the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found with a white residue on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.